Manufacturer narrative:
On 20-mar-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and when inserting the catheter into the patient's body, the area where the hole in the outer tube was located had become distorted, and there was a snag and resistance when trying to advance. This was noted during puncture. The sheath was replaced. The procedure was completed without patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the soft tip of the device was found bumped. No other issues or anomalies were observed during the product analysis. Device history record was performed for the finished device number lot 60000289 and no internal action related to the complaint was found during the review. Based on the bumped condition observed in the tip, this failure could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the bumped tip could be related to a potential skin incision size relative to the sheath during the procedure; however, this can not be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and when inserting the catheter into the patient's body, the area where the hole in the outer tube was located had become distorted, and there was a snag and resistance when trying to advance. This was noted during puncture. The sheath was replaced. The procedure was completed without patient consequence.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).